Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heart sine technologies (B)(4) on the (B)(6) 2010. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed all self-tests up to the (B)(6) 2012. Devices returned for switching on automatically have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification. The device recorded several manual powers up of ten minutes' duration. This was due to the user power cycling the device, or because of an accidental power up, e.g. An external object pressing the power button unintentionally. The switching on circuitry and membrane were investigated with no fault was found. The device performed to specification throughout testing at heartsine. All measurements were found to be within specification and no fault could be found with the device.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event .device observed switching on automatically.